Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Healthcare professional additionally reported ganglion in left armpit", "irregular contours and multiple folds", "siliconoma". The device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.